Event description:
Procedure type: hysterectomy. According to the reporter: the trocar was removed from the pt and a small piece was missing. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).